Event description:
Customer states: while the intubation was performed on a patient, a nurse confirmed the air leakage from the cuff. Customer reported no patient harm and confirmed pre-test was performed. The caller did not confirm if replacement of the tube was required. Covidien is attempting to gather further details to this report.

Manufacturer narrative:
The sample is expected to be returned for analysis. If the sample becomes available, a summary of the investigation results will be provided in a supplemental report.